Event description:
Another follow up visit was performed and all measurements were within normal limits. It was determined that the beeping tones heard by the patient were not from the implanted device; rather, the beeping tones were being emitted from the patient's old device that is in the patient's home. The pacing system remains implanted. No adverse patient effects reported.

Manufacturer narrative:
The pacing system remains implanted. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific crm received information that during a follow up visit, this implantable cardioverter defibrillator had exhibited beeping tones. It was suspected that this was due to the right ventricular defibrillation lead exceeding 120 ohms shock impedance. No programming changes were performed and the patient was discharged home. The lead and device will be monitored closely. No adverse patient effects were reported.

Manufacturer narrative:
The pacing system remains implanted and the patient will be monitored closely. Should additional information become available an amended report will be submitted.